Event description:
Event description guidant received information that the patient with this pacemaker presented to the follow-up visit with an escaped rate of 30, resulting in symptoms of not feeling well. Evaluation of the device revealed gradually increasing threshold measurements since implant, resulting in loss of capture. Additionally, the remaining lead measurements were within the normal ranges. The lead was manipulated by patient movement and isometrics and no noise was present.